Event description:
A technician reported that approximately three months following bilateral lasik, the pt was diagnosed with superficial punctate keratitis and eye dryness in both eyes. Since the dryness was not improving with artificial tears, a new medication was prescribed. The pt experienced blurred and fluctuating vision. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).